Event description:
Pt underwent primary total knee arthroplasty in 1988 and had progressive pain. Pt underwent revision surgery in 2003. Wear and delamination on the articular surface of the tibial component.